Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported that a ventilator had an oxygen connection leak in the rear. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
Upon further investigation, the reported oxygen connection leak was reported to have been identified in a storage room which is outside of clinical use. Additionally, no patient harm was reported. Therefore this complaint no longer meets reportability requirements. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The fse reported to have replaced the blower and the gas delivery system (gds). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.